Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sending in the following complaint received below due to the patient plan not being available in the new 3.0 portal. The case was not migrated into the new 3.0 system from our 2.5 portal. No surgical delay occurred as we were able to email the proposal ahead of the case.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.